Manufacturer narrative:
This report will be updated when investigation is complete. Trends will be evaluated.

Event description:
Allegedly the patient was revised due to a broken femoral neck and the femoral stem showed fracture at the femoral neck (left).

Manufacturer narrative:
Additional information received from litigation: updated part and lot numbers and event problem and evaluation codes.